Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenum during a gastroscopy procedure to treat stenosis in duodenum on an unknown date. During procedure, it was reported that the balloon ruptured at 4.5 atm. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenum during a gastroscopy procedure to treat stenosis in duodenum on an unknown date. During procedure, it was reported that the balloon ruptured at 4.5 atm. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual evaluation noted that the balloon was torn. Additionally, microscopic evaluation found evidence of tear. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of balloon burst was not confirmed. Upon analysis, a balloon tear was found. The torn balloon problem found could have been interpreted by the customer as the reported event of a balloon burst. It is possible that the tear found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of balloon burst was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.